Manufacturer narrative:
E1: initial reporter address: (B)(6). The device was not returned, and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced bacterial peritonitis. The peritonitis was manifested by abdominal pain and cloudy pd effluent. The cause of the peritonitis was not reported. It was not reported if the patient was hospitalized for the event. The same day as event onset, the patient was treated with cefazolin (1.5 g per day, discontinued after 3 days) and brulamycin (80 mg, discontinued after 15 days) for peritonitis. Two days after the event onset, the patient was treated with vancomycin (2.5 g on days 1, 5 and 10, discontinued after 10 days). Fourteen days after event onset, the patient was recovered from the peritonitis. Pd therapy was ongoing. No additional information is available.